Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the pump was primed and started. The pressure was set at 45mmhg for left knee. During the procedure, it was found that the doctor started having difficulty flexing the joint. Joint pressure on pump checked and showed 0mmhg on the screen but pump was pumping in fluid. The pump had pumped in 1500ml of the 3000ml bag. The patient's quadriceps muscle showed distention. The knee arthroscopy was cancelled. Possible compartment syndrome and overnight hospital stay under observation, for a day case, due to the swelling of the quadriceps muscle with the possibility of a fasciotomy if swelling does not subside. Vascular surgeon consulted for possible compromised vessels due to swelling from fluid infiltration into the muscles. A second surgery will be needed since original was cancelled.

Manufacturer narrative:
Alleged failure: crossflow pump primed and started. Pressure set at 45mmhg for left knee. During the procedure dr (B)(6) found that he started having difficulty flexing the joint. Joint pressure on pump checked and showed 0mmhg on the screen but pump was pumping in fluid. The pump had pumped in 1500ml of the 3000ml bag. Patients quadripceps muscle showed distention. Knee arthroscopy was abandoned. Vascular surgeon consulted to check for compartment syndrome of left leg. Console removed from theatre and technical notified. The failure(s) identified in the investigation is consistent with the complaint record. The probable root cause could be failed pressure sensor on the inflow assembly. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the pump was primed and started. The pressure was set at 45mmhg for left knee. During the procedure, it was found that the doctor started having difficulty flexing the joint. Joint pressure on pump checked and showed 0mmhg on the screen but pump was pumping in fluid. The pump had pumped in 1500ml of the 3000ml bag. The patient's quadriceps muscle showed distention. The knee arthroscopy was cancelled. Possible compartment syndrome and overnight hospital stay under observation, for a day case, due to the swelling of the quadriceps muscle with the possibility of a fasciotomy if swelling does not subside. Vascular surgeon consulted for possible compromised vessels due to swelling from fluid infiltration into the muscles. A second surgery will be needed since original was cancelled.